Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011; inratio: 4.4; lab: 1.7. Date: (B)(6) 2011; inratio: 4.6; lab: 3.7. Pt's target therapeutic range is 2.0 - 3.0. On (B)(6) 2011, results were done about 3 mins apart. On (B)(6) 2011, results were done within an hour of each other.

Manufacturer narrative:
Investigation pending.